Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia above 300 mg/dl after a late meal and temporary disconnection for a shower, followed by hypoglycemia overnight and subsequent daytime hyperglycemia while using subcutaneous insulin via pen in the context of ilet system use, with troubleshooting and education provided and no device alerts reported. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included no professional medical intervention, no hospitalization, and assistance from a caregiver provided out of kindness. Investigation included user counseling on potential causes of elevated glucose and guidance to monitor and change infusion supplies if glucose did not trend to target. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event characterized as cause unclear given meal timing, reduced announcements, and temporary disconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.